Event description:
A malfunction was reported with the code malf 12, but there were no notable events leading up to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully reset the pump with the assistance of technical support, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reoccurred.